Event description:
Reporter explained: dexcom g7 sensors are not giving notice of what his blood sugar is. Currently working ok but was previously skipping alerts. The device was displaying the same reading for over three hours. The reading would fluctuate. Did a manual test with glucometer and realized that the difference between the sensor and manual machine was 30-40 points lower. Reporter called dexcom consistently for months and the issue want fixed. He received a 90 day supply of dexcom g7 sensors from optum rx and all nine sensors were defective. Two sensors had an issue with the spring needle popping off in the reporters hand before being inserted into the arm. Seven sensors lasted eight days or less; which is less than the 10 days each sensor was prescribed for. Reporter says that he is being sent old sensors because the boxes he received had a "revision 10" label but online explained that the boxes should say "revision 16". He also explained that the shipping box the sensors were delivered in was damaged and that there was no damage to the actual sensor box when he opened the package. Reporter explained that he was hospitalized on (B)(6) 2025 for four days because he passed out due to the stress caused by him worrying about his sensor that was working incorrectly. Pt codes: 1831, 4411. Device codes: 2460, 2917. Reference: mw5178461, mw5178462, mw5178463, mw5178464, mw5178465, mw5178466, mw5178468, mw5178469.